Event description:
It was reported the patient experienced pain at the ipg site. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. The ipg was relocated to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.